Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011, inratio: 3.0, lab: 1.7. Tests done within one hour of each other. Patient was admitted to hospital.